Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported 2 dynamic hip system (dhs) screw would not fit through the plate. No patient harm was reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The positioning grooves on the screw have been widened up. Synthes (B)(4) manufactured p/n 280.950s lot no 8642187. The parts were made to se_420941 rev 'b'. No nonconformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this compliant condition. Slot dimensions: damaged and widened up. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.